Event description:
Caller reported a malfunction on the pump with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if any issues arose. Customer successfully rejoined the sensor session and resumed insulin delivery.